Event description:
In 2009, patient reported she checked her blood glucose level with a reading of 205 mg/dl and her bolus calculator advised she take 5 units of insulin. She stated she received the bolus cancelled alert. Inquired if any other error messages were received and she stated no. Patient stated sometimes her reading can be high and sometimes it is not. Patient's normal blood glucose reading is 120-125 mg/dl. Attempted to have patient program a bolus and she received the bolus cancelled alert and then the e4 (occlusion) error message. Reviewed her bolus history. Confirmed in the three attempts to deliver a bolus of 5 units she delivered 2.4, 2.7 and 4.8 units of insulin. Patient was able to prime successfully through the infusion tubing. Educated her on the causes of the e4. Advised she needs to change her infusion site. Patient reported the cannula was bent when she removed it. Had patient put in a new site and attach tubing to the site. Advised amount of insulin she received based on information in infusion device. Patient checked and reported her blood glucose was 167 mg/dl. Encouraged her to check her blood glucose levels frequently for the rest of the evening. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion set for evaluation.